Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the usm and the proximal set up joint (suj) to solve the reported issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The proximal suj was analyzed and in lighthouse, error 32100 was confirmed indicating voltage monitoring faults starting within the usm. Installed proximal onto is4000 golden system where unit functioned as expected. Tested proximal on pftp where it passed all relevant testing. After testing was complete, visual inspection found no faults related to the reported event. The usm was analyzed and started by verifying errors in lighthouse (aperture), then we performed a visual inspection for any physical damage. Then installed this usm on a known good internal eft psc cart and programmed to latest customer software. Then powered system on in normal mode in which system powered on with error 32100. The 32100 errors were confirmed as having originated from the aca node in the field logs. After replicating the 32100 errors on the system the aca pca was replaced with a golden unit. With the golden unit installed, the usm was able to initialize and function as designed. The original aca pca was reinstalled and the 32100 fault reoccurred, completing aba testing. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. For the usm, failure analysis concluded the aca pca is the root cause of the reported event. For the proximal suj, failure analysis determined that there was no root cause as the proximal was the wrong part sent back. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) during system setup and reported arm 3 is not wanting to work. The customer informed that arm 3 is faulting with a repeated recoverable fault at startup. Prior to calling, the customer tried rebooting the system multiple times with no change. The tse walked the customer through performing a hard reboot / emergency power off the robot with no change. The customer informed the error code number is 32100. The tse inquired if the customer was able to perform the procedure using three arms. The customer informed that they need all four arms. The procedure was aborted to another da vinci system with no report of patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.